Manufacturer narrative:
The doctor reported that the dental implant was implanted in (B)(6) 2023 and fell out from the implantation site. No date was provided for this event. No further patient complications were reported. The implant was no yet receibed by manufacturer for evaluation. In the event that new or additional information is received from the investigation of the item, a follow-up report will be sent. Manufacturer's trend analysis show that failure to osseo integrate is a low-rate adverse event, which is common for endosseus dental implants in clinical use.

Event description:
Dental implant failure